Event description:
The user facility reported that during an endoscopic retrograde pancreatography (ercp) with pancreatic sphincterotomy, after an initial cut the wire on the sphincterotome was said to have been "vaporized" when current was applied. The procedure was reportedly completed using the same device, as the initial cut was sufficient and did not require another sphincterotome to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Olympus was informed that the electrosurgical unit had been set for 180 pure cut at the time of the procedure. The evaluation confirmed that the knife wire had been broken, and was detached. There was evidence of thermal damage on the knife wire, and the users reported having set the cutting current to a relatively high value at the time of the event. The cause of the user's experience could not be conclusively determined at this time, however, the high current settings are likely contributory to the reported event. The device was forwarded to the original equipment manufacturer (OEM) for further evaluation. If additional significant info is provided, this report will be supplemented. This report is being filed as an MDR in an abundance of caution.